Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced. Healthcare professional later reported capsular contracture baker grade unknown.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/mar/2024.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced. Healthcare professional later reported capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side rupture. Device has been explanted. Hcp later reported capsular contracture grade unknown.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical damage. And missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.